Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received (B)(4) which reports that a patient allegedly became infected with (B)(6) after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure using a duodenovideoscope. It was reported that patient was medically treated with ciprofloxacin intravenously and on (B)(6) 2014 was determined to be cleared of bacteremia for 72 hours. However, the patient was considered high risk for recurrent infection due anatomic abnormalities. The patient resumed chemotherapy. On (B)(6)the patient underwent a biopsy of an amorphous liver mass using CT guidance and preliminary results showed adenocarcinoma. The patient's abdominal wound which measured 1inch in diameter and approximately 2 inches deep was explored and found to have purulent drainage. The physician thought that the abdominal wound was colonized, and not actively infected. The patient was determined not to be a candidate for orthotopic liver transplantation (olt) and was discharged home stable. Reportedly the patient was instructed to schedule a follow up visit with the hepatobiliary clinic, medicine oncology and radiation oncology for the adenocarcinoma and abdominal wound within a 1-2 week period. On (B)(6) the patient was readmitted to the hospital due a positive culture of (B)(6). It was reported that on (B)(6) the patient presented to the emergency department with a draining abdominal wound and was noted to be hypotensive (80s/50s) but stable. The patient was again medically treated with vanco, zosyn and then switched to colistin. Reportedly the patient's family made a decision to transfer to hospice because the tumor was unresectable. This is report of 4 of 6.